Event description:
It was reported that balloon rupture occurred. The 90% restenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. After a 0.035x300cm non bsc guide wire crossed the lesion, a 6.0 x 150, 135cm mustang¿ balloon catheter was used to dilate the lesion. However, the balloon ruptured on the 1st inflation at 12 atmospheres for 10 seconds. The balloon was completely removed from the patient and the procedure was completed with a 6mm x 100mm mustang balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).